Event description:
The email received for the (B)(4) study indicated that, approximately thirteen months post index procedure of a precise pro rx us carotid syst, the patient experienced a neurological event described as a seizure. The patient is a (B)(6) female who was enrolled in the (B)(4) study. The target lesion location was the left carotid artery. The rate of stenosis was 80%. The lesion was described as eccentric and ulcerated. Tortuosity was mild. An angioguard (701814rmc/ lot 71108516) distal protection device was positioned in the target vessel, distal to the lesion. It is unknown if the lesion was pre-dilated. A precise (pc0830rxc / lot 14021331) stent was successfully placed in the lesion. The angioguard was successfully removed. There was no debris found in the in filter when removed. The procedure was successfully completed. There was no reported injury to the patient. The patient was discharged the next day. Approximately thirteen months post-procedure the patient suffered a neurological deficit described as behavioral change. The duration of the neurological deficit was permanent. The diagnosis was a seizure. The onset was sudden. Recovery is partial with major residual. The event was evaluated and determined to be unrelated to the index procedure and unrelated to the cordis product.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Concomitant products: aspirin, bivalirudin, clopidogrel. Concomitant devices: angioguard (701814rmc/ lot 71108516) distal protection device.

Manufacturer narrative:
The original report received stated that approximately thirteen months post index procedure of a precise pro rx implanted in the left internal carotid artery (lica), the patient had a neurological event diagnosed as a seizure. It was indicated as sudden onset with permanent deficit with diagnosis of seizure. The relationship to the cordis device and procedure were not indicated. With investigation further investigation, provided medical records indicated that three days prior to the event the patient had stenting of the contralateral carotid artery with implantation of a non-cordis protégé stent and non-cordis spider embolic protection device in the right internal carotid artery (rica). It was documented that the precise stent in the left internal carotid artery (lica) was patent. It was reported that post rica stenting the patient had neurological deficit concerning for stroke, though the CT was negative for acute infarct. Evidence of previous lacunar infarction and left sided cva was noted. With additional investigation, it was reported that this finding was present prior to the lica stenting procedure. Neurology was consulted and they had some concern that she may have had underlying seizure disorder as well versus metabolic encephalopathy. The presentation included left upper extremity weakness and neglect with no right sided deficit. Information regarding the lica index procedure with implantation of the precise stent indicated that there were no technical difficulties and no associated adverse events related to the use of the precise and angioguard. The procedure was successfully completed. There was no reported injury to the patient. The patient was discharged the next day. Based on the report that the presenting symptom of the diagnosed seizure was left extremity weakness, there is no indication that the neurological event is related to the lica precise stenting procedure or device. The symptom of left extremity weakness correlates with an event involving the right side of the brain/circulation and may be related to the rica stenting procedure in which no cordis products were used. Based on this, there is no relationship of the event to any cordis products or procedure in which they were used. Therefore, there is no complaint against a cordis product, and this event is no longer considered reportable. No additional follow-up will be forthcoming.